Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed insulation damage of the ra lead. No intervention was performed. The patient was stable and will continue to be monitored.